Manufacturer narrative:
Additional information:additional information/correction : upon follow-up, the customer clarified that there were four (4) bags leaking from the middle port. The lot number was manufactured between december 02, 2017 - december 04, 2017. Four (4) actual samples were received for evaluation; one (1) with mold likely from the shipping process. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak from the spike port at the spike port cap of all samples. The reported condition was verified. The condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. The leaks were discovered before patient use. There was no patient involvement. No additional information is available.